Event description:
It was reported that the surgeon was using a joysticking motion to remove the trial/handle assembly from the body and the handle fractured at the distal threads. A synthes spine instrument was used to remove the trial and the surgery was successfully completed.

Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. This failure mode has been identified as being related to loosening of the trial from the handle and the associated joysticking motion while removing the assembly from the body.